Event description:
Lap shear handle did not rotate during manipulation during surgery. Ethicon rep was present while the device was being used. We sequestered the handpiece involved and there was no problem with the harmonic generator itself.======================manufacturer response for lap shears, harmonic ace+7 laparoscopic shears (per site reporter).======================unknown.